Event description:
Placed super stiff wire through catheter. Cut catheter and removed existing catheter was removed from patient, noticed that tip of catheter was missing. Patient's left kidney was examined under fluoroscopy, noted tip of catheter. The new catheter was placed in left urinary pelvis before the tip of the prior catheter was noted missing. At this time, tip of catheter has not been retrieved.